Manufacturer narrative:
H3 device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified in the cuff shell. The fluid leak is consistent with wear at a fold in the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon.

Event description:
It was reported that on (B)(6) 2020 the patient complained of urinary incontinence as the artificial urinary sphincter (aus) did not work. The cuff did not inflate due to fluid loss. A fluid leak was detected as the balloon was empty. The aus was removed and replaced. The event resolved.

Event description:
It was reported that on (B)(6) 2020 the patient complained of urinary incontinence as the artificial urinary sphincter (aus) did not work. The cuff did not inflate due to fluid loss. A fluid leak was detected as the balloon was empty. The aus was removed and replaced. The event resolved.